Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the re-revision of patient 6 following recurrent symptomatic pseudotumour, 10 months after prior revision.

Manufacturer narrative:
An event regarding altr (adverse local tissue reaction) and dislocation involving an unknown metal head was reported. These were confirmed following a review of the available information by clinical consultant. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: the indication for the second revision was the same as for the first revision, that is recurrent dislocation. Because the underlying problem was not solved during the first revision, root cause of failure is essentially the same as reported for previous revision requiring another surgical attempt to solve the problem even though contributing factors were different. The first recurrent dislocation problem was caused by the pseudotumor formation ¿pushing¿ the hip out of the acetabulum. For the persistence of the problem, the muscular damage with scar tissue formation after removal of the pseudotumor can be held responsible causing soft tissue laxity across the hip joint. Ultimate clinical symptoms with recurrent dislocation are the same. The short interval of only 10-months between first and second revision further supports such a conclusion. Recurrent dislocation is generally defined as at least three dislocations relatively short in sequence. Metal-related adverse tissue responses including pseudotumor are often located in the hip abductor musculature, such as also reported for this patient. After removal of the pseudotumor, fibrous scar tissue takes the place of the musculature but being a non-contractile tissue, its stability support is minimal to absent. This is the fundamental problem to cause persistence of the recurrent dislocation problem after the first revision in this patient. Conclusions: a review of the provided information by a clinical consultant concluded that: muscular damage in hip abductor musculature as a consequence to prior presence of metal-related adverse local tissue reactions with pseudotumor formation have contributed to loss of soft tissue stability across the hip arthroplasty with persistence of the recurrent dislocation problem as a result requiring a second revision 10-months after the first revision. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the re-revision of patient 6 following recurrent symptomatic pseudotumour, 10 months after prior revision.